Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monophasic pulse) was confirmed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated to contamination inside the monitor. The contamination caused high voltage to travel to low voltage circuitry, damaging several components on the monitor's pca. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to return a monitor and reported that it delivered a monophasic pulse during testing.